Manufacturer narrative:
These events occurred on an unspecified date in 2018. The devices were discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eleven (11) clearlink luer activated valves had a connection issue. The customer stated that the device would disconnect from the tube when the unspecified liquid went through the set. The process step was unspecified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.